Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: 05-may-2022, expiration date: unknown, part number: 04.233.938s, rfn/9mm/380mm 5 degree bend/pe inlay/sterile, lot number: 706p105 (sterile) . Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Rfn assembly inspection sheet, met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 68535 supplied was reviewed and determined to be conforming. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of the adverse event ¿redness and pus at incision site¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event month and year are known. Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An adverse event was recorded for subject (B)(6) from the (B)(4) study: it was reported that the patient underwent surgery to implant a left rfna on (B)(6) 2022. On (B)(6) 2022, the patient was noted to have redness and pus at the incision site. The outcome of this event is recovered/resolved as of (B)(6) 2022 after treatment with oral/topical medication (bactrim ds). This report involves one rfna / 9mm / 380mm 5 degree bend / sterile. This is report 1 of 7 for (B)(4).